Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/9139101. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that an unknown number of patients had radiolucent and radiodense lines around the femoral component.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is noted in the journal article that the radiographic evaluation in many femurs showed that the radiodense line was immediately adjacent to the porous or non-porous surface without an interposed radiolucent line. Product history search cannot be completed since the part and lot number is unknown. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.